Event description:
It was reported that (1) device was used during a gastric exclusion. It was reported by the rep that the surgeon fired the tlc10 across the stomach. The proximal staples closest to the shoulders on the left side, did not form (unformed staples). The surgeon did not open another instrument as he oversewed the staple line and completed the case.